Event description:
The customer stated that he was in an accident due to hypoglycemia. The customer stated that he was treated for the hypoglycemia by paramedics after the accident. Troubleshooting was performed and found that the insulin pump was programmed correctly. The customer stated that in two days he went through two full reservoirs, which is usually enough to last for six days. The displacement test failed. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.